Event description:
It was reported a spectrum pump had close door messages. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported close door messages were confirmed as evaluation observed a door not fully latched alarm. This condition was determined to have been caused by a failed lower link switch. The lower auxiliary assembly was replaced.